Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient's father reported that the sensor stayed at site of insertion. The patients father removed the sensor wire on his own. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).